Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm noted during testing. The pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. Customer's blood glucose was 86 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.